Manufacturer narrative:
Unique device identifier (UDI) (B)(4). The customer¿s test strips and meters were requested for return. The customer confirmed the test strips were not available to be returned, and the meters have not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable glucose results with an accu-chek inform ii meter serial number (B)(4) compared to accu-chek inform ii meter (B)(4). The customer confirmed the same lot of test strips were used for both meter tests. At 4:41 p.m., the patient's glucose result with meter serial number (B)(4) was 28 mg/dl. At 4:44 p.m., the patient's glucose result with meter serial number (B)(4) was 135 mg/dl.